Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with no backup defibrillation operation (bdfo) in backup vvi mode due to an magnetic resonance imaging (MRI) with off-label use. A hardware reset was performed to restore normal parameters. There were no patient consequences.